Event description:
A customer reported that results from multiple patient samples obtained using a vitros 5600 system were associated with the incorrect patient name and incorrect assay. Mis-associated patient results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that multiple patient samples were associated with the incorrect patient name and tests when processed on a vitros 5600 integrated system. The assignable cause of the event was determined to be user error. The analyzer was operating as intended. The customer reused an sample ID without ensuring the previously programmed sample ID was processed to completion or deleted prior to reuse. The technical solution center referred to the information contained in the ¿sample ID reuse¿ section of the 5600 integrated system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred. (B)(4)